Event description:
It was reported that during a lap gastric bypass procedure, there was a hole in the stomach. The first firing had formed staples on the left of the cut line. The case was completed with no pt consequences.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.